Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿updated b1 adverse event/product problem - corrected - no product problem h1 type of reportable event - corrected - no malfunction due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was seen to be kinked. The main coil was not detached but severely stretched and the suture was broken. The main coil was seen to be jammed inside the micro catheter. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Here was no additional information provided in the complaint. During analysis, the subject coil was returned with a microcatheter. The coil delivery wire was kinked, and the main coil was jammed inside the microcatheter. The main coil was severely stretched. The main coil suture was also damaged. An assignable cause of not confirmed will be assigned to the as reported 'main coil broken/fractured during use' as the event was not confirmed during the analysis, the main coil was severely stretched. An assignable cause of procedural factors will be assigned to the as analyzed 'main coil stretched', 'main coil suture damage' and 'coil jammed¿ these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the as analyzed 'coil delivery wire kinked/bent' as the defect appears to be associated with handling of the product or portion of the product during preparation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the subject coil was broken. No additional information available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject coil was broken. No additional information available.